Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation there was a constant beeping on the radio frequency controller. The co2 cartridge was changed and the beeping stopped. When the cavity assessment test (cia) started the controller started beeping again. "No error signs for this." Troubleshooting was completed with no success. A second device was taken and the system continued beeping. The physician went back into the cavity with the scope and "saw that there was nothing wrong with the anatomy." However, "she was able to insert the entire sound into the cavity and felt uncomfortable proceeding as she thought she may have perforated." No medical intervention was needed and the patient was discharged home.